Manufacturer narrative:
Concomitant medical products: dtba1d4 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that double counting of premature ventricular contractions (pvc) was observed on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.